Event description:
Pt cannulated without incident with 15 ga fistula needles x 2 and taped securely per shc protocol. Twenty three minutes into treatment, staff noted blood on floor beneath patient's chair. Further exam determined blood was coming from the hub of the venous needle. Pt reinfused and given additional ns. Due to altered level of consciousness, pt sent via ambulance to local hospital for further evaluation and treatment. Pt stable 4 hours after incident but to remain for overnight observation.